Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The disposable loading unit was returned for evaluation. The stapler in which the disposable loading unit was clinically fired was not returned for evaluation. Without an evaluation of the stapler, a reliable conclusion as to the cause of the difficulty reported could not be made. The disposable loading unit was received with multiple malformed staples.

Event description:
The device was applied during a pneumonectomy. Reportedly, the staples did not form properly. The surgeon manuallu sutured to complete the procedure. The hosp has reported no pt injury occurred.